Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when the surgeon used the stapler with the first reload, half of the staple line was done. Surgeon had to use another reload to complete the the case. There was no patient injury.

Manufacturer narrative:
Additional information:(model#, catalog#, UDI#). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when the surgeon used the stapler with the first reload, half of the staple line was done. Firing didn't stop midway but was complete. Surgeon had to use another reload to complete the the case. There was no patient injury.